Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose was in the 200 mg/dl range. Customer declined tandem technical support's offer to perform a pump system check. Customer continued to use pump for insulin therapy.